Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a vascular diagnosis was performed when the incident happened. The procedure was the procedure completed by restarting the system. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was unable to acquire new images. After reviewing the log file fse confirmed that there is malfunction in frontal ip-pc. Fse replaced the discs. After replacing the discs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was unable to acquire new images. There was no reported patient or user harm. Philips has started an investigation of this complaint.